Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a memo 3d smd30 mitral repair ring. The manufacturer was notified that the ring was explanted and replaced with a carbomedics standard m7-027 mechanical mitral valve on (B)(6) 2019. The event occurred at (B)(6) hospital (B)(6) and involved dr. (B)(6). No further information was received.

Manufacturer narrative:
On (B)(6)2018 a patient received a memo 3d smd30 mitral repair ring. The manufacturer was notified that the ring was explanted and replaced with a carbomedics standard m7-027 mechanical mitral valve on (B)(6)2019. The event occurred at memorial hospital jacksonville and involved dr. Dale mueller. The manufacturer received additional information from the site on (B)(6)2019. Identifying the valve had become inefficient in the year between the ring implant and the aortic valve replacement. Upon inspection by cardiology the patient had developed mitral regurgitation. The decision was made to convert to a full valve replacement. The patient was released from the hospital normally and it was identified there were no malfunctions with the meme 3d ring. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information received from the site there were no device related issues and the re-operation was a result of patient factors, specifically the degeneration of their native mitral valve requiring replacement. Based on this information no further investigations are required. The manufacturer has concluded the event: cause cannot be traced to device : adverse event related to patient condition. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
On (B)(6)2018 a patient received a memo 3d smd30 mitral repair ring. The manufacturer was notified that the ring was explanted and replaced with a carbomedics standard m7-027 mechanical mitral valve on (B)(6)2019. The event occurred at memorial hospital jacksonville and involved dr. Dale mueller. The manufacturer received additional information from the site on (B)(6)2019. Identifying the valve had become inefficient in the year between the ring implant and the aortic valve replacement. Upon inspection by cardiology the patient had developed mitral regurgitation. The decision was made to convert to a full valve replacement. The patient was released from the hospital normally and it was identified there were no malfunctions with the meme 3d ring.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.